Event description:
A report was received from a representative that a patient's physician stated a patient's device had low output current, and current was not being able to be delivered. The impedance value was unknown. Further information was received from the representative that the low output current was an issue with the tablet and that after restarting the tablet the tablet worked fine and there were no issues with the patient having low output current. Further follow up revealed that the patient's device has high impedance and low output current. It was stated that the patient's device was reinterrogated at the initial visit and no longer was no longer showing low output current, and at this time also did not show any high impedance in any session report. The patient's device was then checked in clinic recently and the patient's device consistently showed high impedance and low output current after multiple system diagnostics. Though surgery is likely, no surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
Lead analysis was approved and reviewed. The abraded openings found on the outer silicone tubing and the cut ends that were made during the explanted process, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids inside the outer silicone tubing. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. Abrasions were noted to be potentially due to wear. The setscrew marks found on the lead connector pins provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified. Product analysis (pa) worksheet was reviewed and no anomalies were noted. No additional relevant information has been received to date.

Event description:
Explanted lead and generator were received by product analysis. Product analysis for the generator was completed. The generator was tested for high impedance with various electrical loads and the results of the diagnostic tests demonstrated accurate resistance measurements in all situations. Proper functionality of the generator in its ability to provide programmed currents was successfully verified in product analysis lab. The output of the device was monitored for more than 24 hours while the generator was placed in a simulated body temperature environment and results showed no variation in the generator's ability to output signal and demonstrated that the device provided the expected level of output for the monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the generator. Lead product analysis has not been completed to date.

Event description:
Information was received that the patient's generator and lead have been replaced, the lead due to high impedance. It was reported the devices would be sent back for analysis however no devices have been received to date. No additional relevant information has been received to date.